Event description:
It was reported that during routine inspection, the cardiosave intra-aortic balloon pump (iabp) unit did not pass the fiber optic test.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated data:b4,g3,g6,h2,h10,h11 corrected data: b5,b6,b7,d5(blank),d10,h6(clinical & impact).

Event description:
It was reported that during routine inspection, the cardiosave intra-aortic balloon pump (iabp) unit did not pass the fiber optic test. There was no patient involvement.

Manufacturer narrative:
The getinge field service engineer (fse) that encountered the reported issue during the preventative maintenance (pm) cleaned the fiber optic jumper to fix the issue and performed a full functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The pm was completed and the iabp was then released and cleared for clinical service.

Event description:
N/a